Manufacturer narrative:
The lampheads were insp and the light intensity in lux was measured for each lamphead. The spec for intensity is 160 klux. The intensity for lamphead (B)(4) was measured to be 196 klux, and the intensity for lamphead (B)(4) was measured to be 153 klux. The intensity for each lamphead was adjusted to meet spec. The operator's manual for this light sys contains the following safety statements for the operator: the overlay of the light fields can cause an increase in heat generation. In the case of a combination light the lamp housings are positioned so that the light fields of both lights are coincident, the operator should consider the following: the light's adjustment to maximum illumination causes an increased desiccation of the tissue. The operator's manual and the svc manual specify that maintenance needs to be performed yearly against a checklist, and the items on the checklist include intensity of illumination and bulb voltage. Berchtold does not have a maintenance contract with this facility and could not obtain any info that supports the lights were maintained in accordance with mfg instructions. The safety statements and maintenance requirements were brought to the attention of the users for future reference.

Event description:
It was reported that a (B)(6) old pt sustained burns described as blistered areas, after a 1 hour long hernia procedure. It was also reported that the light from two lampheads at full intensity were focused on the surgical area at "arms length" above the table, and that betadine was used on the pt's surgical site.